Event description:
It was reported by the rep that the (1) atw 35 was used during a laparoscopic splenectomy procedure. It was reported that the surgeon used the ets flex on the splenic artery and claims that it stapled, but did not cut. The surgeon tried to remove it from the artery, but it ripped causing the surgeon to open up the pt. The device was discarded because the pt had hiv, and hepatitis b and c.